Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from the homechoice cassette to the heater bag was reported, which is known to cause this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During troubleshooting, it was determined that there was leak from the cassette to the heater bag. Renal therapy services (rts) assisted the patient in removing the cassette. The patient started with a new therapy. Rts instructed the patient to follow up with the peritoneal dialysis registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.